Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinician noted jumps in impedance measurements for both the right atrial (ra) and right ventricular (rv) leads where the measurements were high and out of range. There was also oversensing of the minute ventilation signal on both the ra and rv channels. Boston scientific technical services (ts) suggested turning off the rate response trend feature on the implantable cardioverter defibrillator (ICD) and to bring the patient into the office for further testing. The ICD and another manufacturer's rv and ra leads remain in service and no adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and both leads were explanted and replaced due to continued oversensing of noise and high out of range pacing impedance measurements. It was thought that the cause of the noise and high impedance measurements was both due to slight movement of the leads in the header and also potential lead integrity issues. No additional adverse patient effects were reported.